Event description:
Reporter indicated a vns generator was not able to have diagnostics performed using two different vns programming systems. The generator output was set to zero following reported high lead impedance, which is being reported via separate MDR# 1644487-2009-02908. Reporter confirmed the vns was disabled after the inability to perform diagnostics tests. Attempts for vns programming history are in progress.